Event description:
Aas reported by the user facility: "blood spurting out of valve," attached to an extension set. Add'l info provided by the facility indicated blood spurted out of the valve after it was accessed. The nurse immediately clamped the tubing and changed the valve. Blood loss was minimal and the pt suffered. No adverse sequela associated with the incident.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated. Without the actual device a thorough eval could not be performed. No specific conclusions can be drawn.